Manufacturer narrative:
At the visit on site a company representative (cr) tested the functionality of the device and found no faults. The cr examined the log files for the suspect date and identified error relating to shutter 1/3/4 (in optical rail). The cr replaced part and tested. The shutter was returned to the investigation site for evaluation. At the failure analysis the problem cannot be reproduced. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. No root cause was identified as the cr did not identify any deficiency and the returned sample met specifications. Most likely root cause is the user pressed the pedal not wide enough so the signal from the foot pedal was oscillating around the switching point and the shutter status cannot be detected correctly in the matter of time.

Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a shutter issue during a lasik procedure. A system message was displayed. The system was rebooted but they were unable to proceed with treatment. The flap had already been cut but the surgery was not completed. The patient had blurred vision, haze and dry eye. No additional treatment to resolve the issue was reported. Patient was at the time of this report fully recovered. Additional information has been requested.